Manufacturer narrative:
Sample information was not provided. However, no sample issues were noted. Qc and calibration information was not provided. Service was not dispatched since this is a reagent issue. Changing reagent lots has resolved the issue. This is a reagent issue.

Manufacturer narrative:
(B)(4).

Event description:
...

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous high rheumatoid factor results on unknown number of patients generated by the immage 800 immunochemistry. The erroneous results were reported out of the laboratory. Initial patient samples readings were between 22 and 26 iu/ml upon repeat using an older reagent lower results (<20 iu/ml ) were obtained. Patient treatment was not impacted since the customer reran these samples with older reagent.